Manufacturer narrative:
Product has been requested back for an investigation. A follow up report will be filed once additional information is obtained.

Event description:
Customer reported receiving erratic readings on their adc blood glucose monitor. Customer reported receiving readings of 388 mg/dl, 317 mg/dl, 69 mg/dl, 80 mg/dl, 73 mg/dl, and 76 mg/dl within 10 minutes. All tests were performed on a finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in the values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.